Manufacturer narrative:
Concomitant: etlw1616c156e stent graft; etlw1616c93e stent graft; etbf2816c145e stent graft implanted: (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead had high chronic thresholds. The physician has programmed capture management to monitor the mode in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.